Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the customer moved the cardiohelp device from bed to the sprinter cart, when pressures began to read abnormal values. The hls cable was swapped, but did not solved the issue. The cardiohelp was replaced during treatment. No harm to any person has been reported. New information was received that no pump stop occurred due to the abnormal pressure readings. Further it was confirmed that no issue with the hls set was suspected, as the cardiohelp replacement solved the reported failure. The patient is a male with 42kgs. A pressure reading issue can lead to a pump stop, if the intervention was set by the user, and the cardiohelp was replaced during treatment, therefore a report is required. A getinge field service technician (fst) was sent for investigation on 2025-11-10. The failure could not be replicated, therefore no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop occurred on the date of event. As the failure cannot be replicated and no part was replaced, the exact root cause remains unknown. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: disturbed (emi) pressure sensor- response time is too long- positive or negative pressure beyond specification (release of tubes)- too high/low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2025-11-11 for the period of 2016-04-29 to 2025-09-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-04-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that the customer moved the cardiohelp device from bed to the sprinter cart, when pressures began to read abnormal values. The hls cable was swapped but did not solved the issue. The cardiohelp was replaced during treatment. No harm to any person has been reported. A pressure reading issue can lead to a pump stop, if the intervention was set by the user, and the cardiohelp was replaced during treatment, therefore a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.